Event description:
On 6/10: customer reports via phone that pt undergoing retrograde cystogram with stent placement when fluoro failed. Pt procedure completed without further incident. Pt outcome is good. Customer did not provide any pt information. No reported injury.

Manufacturer narrative:
Field service engineer troubleshoot x-ray system with tech support. The fluoro footswitch signal was present at fl, cpu, and pcb but there were no fluoro/spot x-rays. Fse booted system and tested to re-verify operation and found the unit produced x-rays but would not acquire fluoro image, while the spot exposure worked normally. Fse troubleshoot this information and found there was no fluoro 'on signal' to the infirmed computer. Further investigation found this no fluoro issue to be caused by a problem with the cable (generator to gim box) connector j9. Fse repaired connector/wire, retested unit, and all functions including fluoro worked as normal. Verified proper operation per hut service manual 4041004. System returned to full service by the customer.